Event description:
Reportedly, the patient implanted with an ICD was paired to the subject home montor in the intensive care unit. On (B)(6) 2021, the subject smartview did not transmit a pit (patient initiated transmission); the day before a pit was properly transmitted to the back-office. On (B)(6) 2021, a shock was delivered. Finally, a smarttouch was used for the follow-up since the device interrogation was urgent. The patient died from covid-19.

Manufacturer narrative:
Preliminary analysis revealed that the returned device was not operational due to self-test failures of the modem.

Event description:
Reportedly, the patient implanted with an ICD was paired to the subject home montor in the intensive care unit. On (B)(6) 2021, the subject smartview did not transmit a pit (patient initiated transmission); the day before a pit was properly transmitted to the back-office. On (B)(6) 2021, a shock was delivered. Finally, a smarttouch was used for the follow-up since the device interrogation was urgent. The patient died from covid-19.

Event description:
Reportedly, the patient implanted with an ICD was paired to the subject home monitor in the intensive care unit. On (B)(6) 2021, the subject smartview did not transmit a pit (patient initiated transmission); the day before a pit was properly transmitted to the back-office. On (B)(6) 2021, a shock was delivered. Finally, a smarttouch was used for the follow-up since the device interrogation was urgent. The patient died from covid-19.